Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), stent placement ('kidney stents placed'), hydronephrosis ('hydronephrosis') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in a 33-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, abdominal pain lower and bowel adhesions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 months 9 days after insertion of essure. On an unknown date, the patient underwent stent placement (seriousness criterion medically significant) and cervix cerclage procedure ("cervix cerclage"), experienced hydronephrosis (seriousness criterion medically significant), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), allergic rash ("allergy: rash/skin condition"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), abdominal distension ("bloating,"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue,"), migraine ("migraine"), headache ("headaches"), allergic skin reaction ("allergy: rash/skin condition"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), eczema ("eczema"), endometriosis ("endometriosis/adhesive disease"), adhesion ("adhesions"), nausea ("nausea"), ovarian cyst ("ovarian cyst right sided") and arthralgia ("knee pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping (bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hydronephrosis, pregnancy with contraceptive device, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, allergic rash, vaginal discharge, vaginal infection, psychological trauma, urinary tract infection, allergic skin reaction, vaginal haemorrhage, female sexual dysfunction, eczema, endometriosis, adhesion, nausea, cervix cerclage procedure, ovarian cyst and arthralgia outcome was unknown and the stent placement, back pain, abdominal distension, fatigue, migraine, headache and weight increased had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, adhesion, allergic rash, arthralgia, back pain, cervix cerclage procedure, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, female sexual dysfunction, headache, hydronephrosis, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, stent placement, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased and allergic skin reaction to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, right ovarian cyst, adhesion disease. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- new events pregnancy with contraceptive device, device ineffective, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), eczema, endometriosis/adhesive disease, adhesions, nausea, cervix cerclage, ovarian cyst right sided, hydronephrosis and knee pain were added. Outcome of the event back pain was updated into recovered / resolved from unknown. Reporter and patient demography added. Medical history and lot number were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), stent placement ('kidney stents placed'), hydronephrosis ('hydronephrosis') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in a 33-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, abdominal pain lower and bowel adhesions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 months 9 days after insertion of essure. On an unknown date, the patient underwent stent placement (seriousness criterion medically significant) and cervix cerclage procedure ("cervix cerclage"), experienced hydronephrosis (seriousness criterion medically significant), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), abdominal distension ("bloating,"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue,"), migraine ("migraine"), headache ("headaches"), dermatitis allergic ("allergy: rash/skin condition"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), eczema ("eczema"), endometriosis ("endometriosis/adhesive disease"), adhesion ("adhesions"), nausea ("nausea"), ovarian cyst ("ovarian cyst right sided") and arthralgia ("knee pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping (bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hydronephrosis, pregnancy with contraceptive device, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, vaginal discharge, vaginal infection, psychological trauma, urinary tract infection, dermatitis allergic, vaginal haemorrhage, female sexual dysfunction, eczema, endometriosis, adhesion, nausea, cervix cerclage procedure, ovarian cyst and arthralgia outcome was unknown and the stent placement, back pain, abdominal distension, fatigue, migraine, headache and weight increased had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, adhesion, arthralgia, back pain, cervix cerclage procedure, dermatitis allergic, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, female sexual dysfunction, headache, hydronephrosis, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, stent placement, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, right ovarian cyst, adhesion disease. Lot number: 20210351, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and stent placement ('kidney stents placed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), rash ("allergy: rash/skin condition"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), abdominal distension ("bloating,"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue,"), migraine ("migraine"), headache ("headaches") and skin disorder ("allergy: rash/skin condition"), underwent stent placement (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping (bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, rash, vaginal discharge, vaginal infection, psychological trauma, urinary tract infection and skin disorder outcome was unknown and the stent placement, abdominal distension, fatigue, migraine, headache and weight increased had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, stent placement, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : previously reported event of "injury to herself" was updated to pelvic pain. Additional events were added - abdominal pain, psychological trauma, menorrhagia, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), back pain, rash/skin condition, vaginal discharge, vaginal infection, uti, fatigue, migraine, headaches, weight gain, bloating, stent placement. Reporter and patient demographics were added, essure insertion date updated and removal date added, product indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.